Event description:
It was reported that the patient presented in clinic for follow up. A device interrogation found that their right atrial (ra) lead exhibited noise oversensing. The ra lead was explanted and replaced. The patient was discharged under stable condition.